Event description:
It was reported that the patient passed away due to sepsis multiorgan dysfunction. The patient was dialysis dependent and was awaiting renal transplant. They developed infection and were treated with antibiotics but could not be salvaged. The death was not considered to be device or therapy related. The device was not explanted.

Manufacturer narrative:
H6-e3621- multiple organ dysfunction. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including multiple types of organ failure/dysfunction, sepsis, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the renal failure was not related with the device as the patient was on dialysis before left ventricular assist device (lvad) implantation and was to undergo a renal transplant after the lvad implant. Post lvad implantation, the patient was supported with continuous renal replacement therapy (crrt) and was weaned off from their ventilator. Multiple organisms were identified as the cause of sepsis including klebsiella, staphylococcus, and escherichia coli (e. Coli).